Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported by the customer that their insulin pump was alarming no delivery but had been resolved. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.